Manufacturer narrative:
It was reported that the table allegedly unlocked on its' own. A stryker field service technician (sfst) was dispatched to investigate the complaint. The sfst performed all functions, ran cycle tests and was unable to replicate the complaint. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the table allegedly unlocked on its' own. There was no patient involvement, injury or adverse consequence reported.